Manufacturer narrative:
The insulin pump received with protruded/loose motor drive support disk. Alarmed during prime test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during prime and the insulin was also squirting out. The drive support cap is protruded. Advised customer the insulin pump will be replaced. Nothing further reported.